Event description:
It was reported that the black coating around the probe was melting away. There was a surgical delay of one minute because they had to switch out the probe.

Manufacturer narrative:
The reported failure was confirmed, the probe showed damage insulation on the distal end near the tip. Probable root causes for the reported condition can be associated, but are not limited to: non conforming component. The device manufacturing history record reviewed showed no non conformance for the aforementioned lot number. Poor assembly process. Risk reduction measures and controls are currently in place at the manufacturing line to capture any possible insulation related condition, through 200% visual inspection of all serfas energy probes. Misuse. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the black coating around the probe was melting away. There was a surgical delay of one minute because they had to switch out the probe.